Event description:
Anastomotic leak-patient presented with a fever of 103 degrees p.o.d. 4. The patient tested positive for air in abdomen on p.o.d. 5 and was re-operated on. The anastomosis was shown to have an approximately 2mm leak on the right lateral posterior side of the car 27 ring. (B) (6) used seven 2-0 vicryl sutures to repair the defect. An air bubble test was performed and tested negative. A diverting loop ileostomy was performed. (B) (6) will scope the patient every 2 days post operative to follow the progression of the healing of the anastomosis. Colonoscopy (B) (6) 2008 p.o.d. 12.